Event description:
It was reported to resmed (B)(6) that an astral device displayed an error code 74 message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. There was no pt injury reported as a result of this incident. Ref MFR# 3004604967-2015-00145.